Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose. The customer's blood glucose was over 600 mg/dl. Customer¿s blood glucose was unknown at the time of incident. The customer feeling thirsty due to high blood glucose. The insulin pump had no delivery alarm. The customer declined troubleshooting for high blood glucose value. Customer reported basal rates were programmed accurately. Customer reported bolus wizard was programmed accurately. Customer was unable to complete carelink upload. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No anomaly noted during testing.